Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage visual inspection: the t-handle ball hex screwdriver 8mm (p/n 03.010.517, lot number 9786488) was received at us cq. Visual inspection of the complaint device showed the ball tip is broken off. The shaft is also slightly bent. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection can't be performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the ball tip is broken off and the shaft is bent. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.517, lot: 9786488, manufacturing site: (B)(4), release to warehouse date: feb 04, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a trochanteric femoral nail advance, the ball head of the hexagonal screwdriver with t-handle broke off inside the unknown nail when the surgeon turned the hexagonal screwdriver with t-handle clockwise and put excessive force on it. The surgeon tried to extract the insertion handle of the unknown nail to finish the case, however, the unknown screw was extremely tight of the top of the unknown nail, thus, the surgeon took the hexagonal screwdriver with t-handle with a ball tip to take it off. There was no surgical delay reported. The surgeon extracted the unknown nail and put in another nail within the patient. There was no complications or patient consequence reported. Concomitant device reported: insertion handle ( part# 03.037.012, lot# 9723743, quantity 1). This complaint involves three (3) devices. This is 1 of 3 for report (B)(4).